Event description:
The customer stated that the central monitoring system (cns) was found off. They tried rebooting the unit four to five times but then it would stop and would give the error "registry file cannot hold file." Then signal loss and shut down. MFR # 8030229-2015-00168.